Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and was not discovered on the external of the cassette. Fluid leaked from cassette door. There were unknown alarms or warnings prior to the leak. The pdrn wanted a replacement cycler and stated they felt the inside of the cassette door had been contaminated from the fluid leak. The pdrn was advised to discontinue use of the cycler and the cycler was replaced due to the leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked appeared to have leaked from somewhere along the side seam of the cassette film. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The clinic has received the cycler replacement and has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and was not discovered on the external of the cassette. Fluid leaked from cassette door. There were unknown alarms or warnings prior to the leak. The pdrn wanted a replacement cycler and stated they felt the inside of the cassette door had been contaminated from the fluid leak. The pdrn was advised to discontinue use of the cycler and the cycler was replaced due to the leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow-up, the pdrn stated the patient was training and dialyzing utilizing a clinic cycler and stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked appeared to have leaked from somewhere along the side seam of the cassette film. The patient was able to complete treatment prior to the discovered leak. No patient adverse effects were experienced, and no medical intervention was required. The clinic has received the cycler replacement and has since resumed treatment using the replacement cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.